Event description:
It was reported that a cartridge alarm occurred during the load process as well as during insulin delivery with multiple cartridges. The customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.